Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, nausea, vomiting, chills, fever and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with tobramycin injection (40 mg, once daily, intraperitoneal, discontinued in 7 days), vancomycin injection (1 g, every 5th day, discontinued in 7 days) and ceftazidime injection (1 g, once daily, intraperitoneal, discontinued in 7 days) for peritonitis. Five days after the diagnosis of peritonitis, the patient was given meropenem injection (1g, once daily, intraperitoneal, discontinued within a day) for peritonitis. Twelve days after admission, the patient was discharged from the hospital. At the time of this report, the patient recovered from the events. Pd therapy was put on hold, and the patient was shifted to hemodialysis (hd). Same hd is ongoing. No additional information is available.